Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01510. This report is being submitted as additional information. Approximate age of device- 2 years, 11 months. Manufacturer's investigation conclusion: the replaced segment of the percutaneous lead (driveline) and the pump were returned for evaluation. The evaluation of the returned portions of the driveline confirmed wire damage that would have contributed to the reported pump stop events that were captured in the submitted log files. Additionally, multiple low flow alarms were confirmed through the submitted log files; however; a specific cause could not conclusively be determined. The pump was returned assembled with the driveline (dl) severed approximately 1.5 and 14 inches from the pump housing and the distal portion of the driveline was returned. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device revealed no evidence of depositions or thrombus formations. Approximately 20 inches of the replaced driveline segment was returned. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. The silicone jacket was severed lengthwise up until 1.5¿ from the metal connector, but otherwise appeared unremarkable. The clear bionate and metal shield appeared unremarkable. Examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hi-pot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. All three segments of the driveline were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities. The silicone jacket and clear bionate appeared unremarkable. Shield breakdown was observed 4¿ through 5¿ from the pump housing. Visual examination of the pump middle segment of the driveline revealed breaches on the red and orange wires 5.5¿ from the pump housing, breaches on the yellow and green wires 4¿ from the pump housing, and a breach on the black wire 2¿ from the pump housing. The observed wire damage appeared to be the result of repetitive flexing and abrasion against the metal braided shield. All the segments of the driveline were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. The test did not reveal any additional areas of compromised wire insulation. If the exposed conductors of any of the compromised wires contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the reported pump stoppages captured in the submitted log files. If the exposed conductors of the two wires from different phases made simultaneous contact with the braided shield or simultaneous contact with each other, the resulting electrical short would have caused the pump stoppages while the system was operating on battery power, as captured in the submitted log files. The heartmate ii lvas instructions for use contains a section ¿patient care and management¿ which outlines indications of driveline wire damage as well as how to respond to such events (under ¿pump performance monitoring¿). However, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the lvad system produced a red heart and driveline disconnect alarm on the primary system controller, even though all connections appeared to be connected. The patient switched to the back-up system controller without incident. The patient went to the emergency room for evaluation and alarms were induced with slight patient movement. The patient confirmed feeling these events, but did not have any other symptoms and was asymptomatic. On (B)(6) 2018, the technical service representatives were on site and performed a percutaneous lead (driveline) replacement. The patient was provided with an ungrounded power module patient cable. On (B)(6) 2018, the patient arrived at the emergency department with additional alarms being produced by the system controller. The patient was asymptomatic. A log file was reviewed by the technical service representative and a pump stoppage event was captured on (B)(6) 2018. It was confirmed that the patient was taken to the operating room for a pump exchange. The patient tolerated the exchange very well and the pump will be returned for evaluation.no additional information was provided.